Event description:
The patient reported that the down arrow button has begun to respond slowly.

Manufacturer narrative:
The pump was returned to animas for evaluation. The down arrow button was found to be intermittently responding to button presses. The keypad was removed and the down arrow button contact was found to be misaligned.